Event description:
It was reported that the implant at tooth site #7 was removed due to peri-implantitis. On (B)(6) 2025 patient was referred back by dds who states implant has failed. Implant was loose and was removed that day. New implant placed on (B)(6) 2026.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided e1: last name unknown / not provided g4: additional PMA/510(k) number k011028, k013227.